Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿; however, the device was used in a venous angiography procedure. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-00299 and 2134265-2018-00301. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac venous system with two previously implanted bilateral stents having ostial tightness. After a .035 non-bsc guide wire crossed the lesion, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, while being inserted over the guide wire, the balloon was torn. The device was completely removed from the patient and two 16-4/5.8/75 xxl¿ esophageal balloon catheters were advanced and inflated simultaneously. However, during inflation at 2 atmospheres, both balloons ruptured. The devices were completely removed from the patient and the procedure was completed with another 16-4/5.8/75 xxl¿ esophageal balloon catheter. No patient complications were reported and the patient's status was stable.